Event description:
The consumer allegedly received third degree burns from a faulty battery pack on the device.

Manufacturer narrative:
Manufacturer received a letter from an attorney that a user had a charger in bed with them and they allegedly burned their leg from the charger while it was under their covers. No history to suggest a product problem. Dealer provided a service report that on 03/19/2009, he documented instructing user not to keep the charger under the covers in his bed. No injury was reported at this time. Dealer was advised on 08/17/2009 from an attorney that the user had burned their leg from the charger while under the covers. On 08/21/2009, user contacted dealer and advised the only reason he contacted a lawyer was to speed up his repairs. MDR filed as a conservative measure, due to the alleged unconfirmed injury.